Event description:
It was reported by the customer that during an unk procedure, the shears became too hot and began to smoke at the tip of the shears. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, no hot blade was noted. The batch history records were reviewed with no anomalies noted during the mfg process.